Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument and instrument data and determined that the cause of the discordant calcium result was unknown. The tsc determined that potentially a small fibrin clot developed in the aliquot well or that buffy coat material was initially aspirated. The tsc determined that there was no instrument malfunction during the time of the event. The customer successfully ran a repeat sample with no reported issues. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant calcium (ca) result was obtained on a dimension vista 500 instrument for one patient. The discordant ca result was reported to the physician. The customer repeated the sample two times on the same instrument. The repeated results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant ca result.